Event description:
The service report shows the audible alarm is working intermittently when the ventilator was tapped hard enough. The mallinckrodt cse checked all connections and replaced the audio alarm to correct the problem. The unit passed extended self testing and all electrical tests.